Event description:
It was reported that during a da vinci-assisted thyroidectomy transaxillary surgical procedure, the customer observed the entry guide manipulator (egm) roll rotating unintentionally after docking without any customer input. The customer manually adjusted the egm roll axis, after which the procedure was completed without further issues. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not replicate the reported issue. Additionally, the fse was informed that the entry guide manipulator (egm) was manually adjusted to address the reported faults. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.